Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity I total b-hcg assay did not identify an increase in complaint activity related to the complaint issue, however, a search for similar complaints could not be performed as the complaint lot number is unknown. A device history record review did not identify any nonconformance's, potential nonconformance's or deviations associated with the complaint issue. The overall performance of alinity I total b-hcg was reviewed using field data from customers worldwide. The lot is unknown in this case, however the review performed indicates that the on market lots are comparable and performing acceptably in the field. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic or deficiency of the alinity I total b-hcg, lot unknown, was identified.

Event description:
The customer observed false positive alinity I total b-hcg for one patient diagnosed with cervical cancer. The patient had a pet scan scheduled for monitoring of cervical cancer, but the procedure was delayed due to the false positive b-hcg results. The patient is also taking the medication diclofenac. The following results were provided: on (B)(6) 2025, sid: (B)(6), initial b-hcg result= 41 miu/ml; on (B)(6) 2025, repeat results= 38.81 miu/ml, 39.51 miu/ml and 41.21 miu/ml; repeat result (roche) <1 (negative). The patient¿s pet scan was rescheduled on (B)(6) 2025 with a sample redraw being performed on (B)(6) 2025. On (B)(6) 2025, the patient was redrawn with b-hcg result= 44.98 miu/ml. The on (B)(6) 2025, sample was sent out for testing on the roche analyzer, result <1.0 ui/l (negative). There was no additional impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p51-20 that has a similar product distributed in the us, list number 7p51-21 / 31, with 510k number k170317. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false positive alinity I total b-hcg for one patient diagnosed with cervical cancer. The patient had a pet scan scheduled for monitoring of cervical cancer, but the procedure was delayed due to the false positive b-hcg results. The patient is also taking the medication diclofenac. The following results were provided: (B)(6) 2025, sid (B)(6), initial b-hcg result= 41 miu/ml; (B)(6) 2025, repeat results= 38.81 miu/ml, 39.51 miu/ml and 41.21 miu/ml; repeat result (roche) <1 (negative). The patient¿s pet scan was rescheduled to (B)(6) 2025 with a sample redraw being performed on (B)(6) 2025. On (B)(6) 2025, the patient was redrawn with b-hcg result= 44.98 miu/ml. The (B)(6) 2025, sample was sent out for testing on the roche analyzer, result <1.0 ui/l (negative). There was no additional impact to patient management reported.